Event description:
During remote monitoring, episodes of high capture threshold and noise resulting in oversensing were observed on the right atrial (ra) lead. Ra lead damage was suspected, but could not be confirmed to be the cause of the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Implant date is estimated to be in 2012.